Event description:
On thursday, february 11, 1993, we removed the port and a small portion of the catheter from a patient. This was implanted on 7/19/90 in this o.r. It is my understanding that the sheared off portion of this catheter was removed from this patient's heart at another facility several days ago.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, none or unknown, none or unknown, tubing. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.